Manufacturer narrative:
The date of awareness was reported as (B)(6) 2016 in error on the initial medwatch report. The actual date of awareness for the reported event was (B)(6) 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: unknown. This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Date of implant is unknown and was reported only as approximately a few months prior to (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 the patient underwent revision surgery and hardware removal due to non-union and infection. The patient was initially implanted with a locking compression wrist fusion plate and an unknown quantity of unknown screws during a wrist fusion procedure on an unknown date approximately two months prior to the date of this report. During a routine check-up on an unknown date x-rays were taken and it was discovered that the patient had a non-union as well as an infection. It is unknown if the patient experienced pain. During the (B)(6) 2016 revision surgery, the plate and screws were removed. The surgery was successfully completed without any surgical delay. The patient¿s postoperative condition was reportedly ¿fine.¿ this report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).